Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The date of event is unknown. There was no report of patient harm. The time of event is unknown. No knowledgement of adverse event refer to expiration date as complaint notification customer advised: no video imga.

Manufacturer narrative:
During pentax internal review, the same event was filed under MDR (9610877-2022-51083) which was submitted. Therefore, MDR (9610877-2022-00411) filed on february 28, 2022 is considered a duplicate report.